Event description:
Two years status post total knee arthroplasty (tka), chronic pain since tka equal or greater than anterior knee infection ruled out by aspiration. Arthroscopy 12/15/1998 indicated free floating patellar component. Measured to be medium biomet patella.